Event description:
It was reported that a patient¿s stimulation was not working right. The caller stated that the ¿thing¿ was ¿a mess." It was stated that the stimulation ¿jumped up and went down and shocked¿ the patient. The caller stated that this started a couple of months ago. It was noted that the caller was the patient¿s spouse, and that a message was sent to the manufacturer¿s representative requesting them to do reprogramming of the device and to check the implantable neurostimulator (ins). It was noted that the patient was currently in the hospital for unrelated medical issues.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 355029, lot# n117652, implanted: (B)(6) 2007, product type: accessory; product ID 3998, lot# l55667, implanted: (B)(6) 1998, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).